Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead warning due to high out of range pacing impedance. The lead had sensing integrity counter (sic) episodes. The lead was programmed off until lead revision. The lead is scheduled to be replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead had a confirmed fracture. The lead was capped and a new lead was implanted.